Event description:
It was reported that upon opening the package it was found that the tip was missing.

Manufacturer narrative:
Received 1 used endobeam laser fiber. Visual inspection noted that the tip of the fiber appears to be missing. The distal tip of the fiber is broken from the stripped junction. The break appears to be a combination of a compound and crush break. There are no signs of the laser being fired. The reported event is confirmed as user related. Due to the type of break, the failure appears to be caused by some force to the tip, possible during shipping or mishandling while removing from package in surgical field. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation, is complete a supplemental report will be filed.